Event description:
The pt reportedly experienced pain and facial nerve stimulation while using the internal device. Programming adjustments were made; however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.